Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant it was difficult to find a good place for the right ventricular (rv) lead with good sensing and the threshold was always between 2-3 volts. Finally the threshold was 0.6 volts for a sensing of 5.8 millivolts so the lead was left in use. The day after implant the rv lead threshold was at 3 volts at 0.4 milliseconds or 2.25 volts at 1 millisecond, and the impedance and sensing were good. It was decided to explant and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.